Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [FDA mw5087052.pdf].

Event description:
Terumo medical received an FDA medwatch report # mw5087052. The event description states: "attempted placement of angioseal evolution. Hematoma developed immediately. Hematoma size increased, and patient became transiently hypotensive. She received fluid bolus and was transferred to ICU for further monitoring. Ultrasound revealed pseudoaneurysm, which was injected with thrombin".

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.